Event description:
It has been reported to philips that the system will not boot. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that system is not booting up. Rse connected with customer and customer informed that issue has been resolved. No further information regarding the issue has been provided. No service has been performed by philips since the service declined by customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.